Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 31 mg/dl. The customer stated that he treated based on the sensor glucose reading instead of the blood glucose reading. The customer stated that he had been getting some alarms with the sensors. Troubleshooting was performed, and the mini link passed the testing. Advised the customer to try the replacement sensors being sent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.